Event description:
This is report 1 of 2 for the same event. It was reported that when the motor device was used in conjunction with the console device, the motor device "had a low torque when the bit was applied to the bone." It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. Additional attempts were made to obtain information, however, the reporter was unreachable with the contact number that was provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition could not be confirmed. The device was tested and passed all operational specifications. If additional information should become available, a supplemental medwatch report will be sent accordingly.